Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient fell, ¿couple weeks ago¿ since fall has reported pain at pocket site. The patient medical history includes suffering from seizure disorder. Battery connection check shows all connections good impedance check shows electrodes all within normal range. The patient had a surgerical pocket revision to reposition the battery in the existing pocket. The issue was resolved at the time of the report.